Event description:
It was reported that stent damage occurred. The chronic occlusive target lesion was located in a tortuous coronary artery. After a guidezilla guide catheter extension was advanced in the lesion, a 32 x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent was damaged while crossing the guide catheter extension. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The chronic occlusive target lesion was located in a tortuous coronary artery. After a guidezilla guide catheter extension was advanced in the lesion, a 32 x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent was damaged while crossing the guide catheter extension. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Promus premier ous mr 3.50 x 32mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified damage. Proximal struts 1-4 were undamaged, the remainder of the struts were damaged and stretched in a distal direction with struts extending over the distal markerband and balloon cone. The undamaged proximal crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device identified multiple hypotube kinks. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis.